Manufacturer narrative:
The information provided with the initial report were incorrect. The correct information has been provided with this report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Findings: pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump had minor scratched display window. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 505 mg/dl at the time of the call. The customer tried to treat their blood glucose with their insulin pump. The customer stated that they rotate the sites and does not want to troubleshoot the reoccurring alarms. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.